Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported the surgeon fired the tsw35 and found the staples fired but the tissue was not divided. The surgeon opened another tsw35 to complete the case. There was no consequence to the pt.